Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that his daughter was hospitalized due to low blood glucose. The customer's blood glucose was 102 mg/dl at the time of the incident. The customer's blood glucose was 250 mg/dl at the time of the hospitalization. The customer's father stated that they treated his daughter's low blood glucose with juice. The customer's father also reported that her daughter felt weak, shaky, cold and sweaty prior to the hospitalization. The customer's father stated that the insulin pump was exposed to MRI. The customer's father was unable to troubleshoot at the time of call due to unavailability of the insulin pump. The insulin pump will not be returned for analysis.